Event description:
A caller reported an issue with the insulin pump where the gauge displayed a different amount than expected, showing a static fill estimate of 60 despite insulin being delivered. The incident did not adversely impact the customer's blood glucose level. Customer technical support explained that this discrepancy could occur due to a large variance in the measured pressures for calculating the remaining insulin. Once the remaining insulin matched the static number displayed, the fill estimate would start counting down as usual, and the caller acknowledged and understood this explanation.